Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and replaced the blender and power board. 10k pm was also performed

Event description:
The customer reported that the ltv 1150 blender is working intermittently. At this time, there is no information regarding patient involvement associated with the reported event.